Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified fluids clear inside the device, crease fold, opening and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp crease opening on posterior due to a fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.